Manufacturer narrative:
(B)(4). Pump passed the rewind, basic occlusion, prime and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. Unable to verify under delivery anomaly due to motor error alarm noted. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer's parent reported via phone call that the insulin pump had a motor error alarm. Blood glucose level at the time of the incident was over 300 mg/dl. Customer was tested positive for ketones not sure how long the pump was not delivering. The customer did not recall any significant events leading up to the motor error alarm. The customer stated that the insulin pump was not exposed to high magnetic fields. Customer was able to rewind the device. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.